Manufacturer narrative:
(B)(4). The lot was manufactured between september 6, 2013 and september 7, 2013. Evaluation summary: the device was returned for evaluation with approximately 70 ml of fluid in its bladder and a non-baxter syringe. Visual inspection found no evidence of damage or defect on the intermate¿s fill port; however, a broken syringe tip was found stuck inside of the intermate¿s fill port. The broken off syringe tip was from the non-baxter syringe returned with the intermate. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a small volume intermate broke during filling with an unspecified drug. There was no patient involvement. No additional information is available.